Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. According to the evaluation result, it was confirmed that the lighting failure of the lamp occurred due to the damage of the temperature sensor cable. Omsc surmised that the reported phenomenon occurred since the cable of the temperature sensor of the subject device was broken due to an accidental failure.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the examination lamp of the subject device was not lit up due to a failure of the cable of the temperature sensor. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.